Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A customer reported loss of suction during a refractive procedure. Upon follow up, laser had fired. Procedure was completed using another cone.

Manufacturer narrative:
The root cause could not be identified conclusively. The possible root cause could be user handling or a movement of patient´s eye. The manufacturer internal reference number is: (B)(4).